Manufacturer narrative:
(B)(6).

Event description:
A report was received that the patient experienced a mild midline surgical wound infection. The patient was administered medication. The event was assessed as being related to procedure and not related to device or stimulation.

Manufacturer narrative:
Additional information was received that there was redness and swelling around the surgical incision at the anchor/lead insertion site.

Event description:
A report was received that the patient experienced a mild midline surgical wound infection. The patient was administered medication. The event was assessed as being related to procedure and not related to device or stimulation.

Manufacturer narrative:
Additional information was received. It was reported that no revision was performed for this event and no devices have been reported as explanted. Patient status post operation is reported as recovering and was only treated with medication. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.

Event description:
A report was received that the patient experienced a mild midline surgical wound infection. The patient was administered medication. The event was assessed as being related to procedure and not related to device or stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-35 serial/lot: (B)(4), description: scs phiii ext 35cm; model: sc-1112, serial/lot: (B)(4), description: precision multiwave ipg (high rate).

Event description:
A report was received that the patient experienced a mild midline surgical wound infection. The patient was administered medication. The event was assessed as being related to procedure and not related to device or stimulation.